Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that on an unknown date during a routine follow-up, there was a proximal type I endoleak noted with enlarging aneurysm due to an enlarged proximal seal zone. At the time of implant, the proximal neck was less than 42 mm in diameter and currently it is 45-46 mm in diameter throughout entire proximal seal zone. No further information was provided. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: valiant captivia 4646200 was implanted for the proximal type I and a type iii endoleak.